Event description:
The customer reported that the anti-reflux valve broke. Additional information received on (B)(6) 2025 stated that this occurred when the device was opened for testing, and it broke when they tried to insert and remove the arv from the suction tubing port while following the instructions including making sure it is being removed not on an angle. It snapped cleanly at the blue junction (where it goes from small to large and then is attached to the white). There was no patient involved.

Manufacturer narrative:
A non-conformance review was conducted for lot 2415916664 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There was no sample returned for evaluation, therefore the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. No corrective action is required at this time. We will continue to monitor related reports to determine if additional actions are necessary.